Event description:
Followup information from the clinic indicates that the patient was checked and was doing well.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient¿s spouse that during a device check the physician stated the device is malfunctioning. It was also stated that the device was reprogrammed and the physician is going to have the patient wear an event monitor to ensure the device is functioning when needed. The device is still in use. No patient complications have been reported as a result of this event.